Event description:
During a routine hemodialysis treatment, a pt blood loss of approximately 50cc occurred. This event was not associated with a device malfunction or serious injury/adverse event and is being reported solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the beginning of the treatment and nxstage personnel were contacted via telephone to assist with troubleshooting. It was reported that the user (while administering heparin into the pre-pump arterial t) introduced air into the arterial line of the circuit. It was determined that too much air was introduced into the circuit to allow manual removal, the circuit was discarded with an estimated blood loss of 50cc. Note: the blood loss amount was estimated at only 50cc because the treatment had just started and only the arterial line of the cartridge had filled with blood. No medical intervention was required.